Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a burnt distal cover and b30 scope communication error. A root cause could not be identified for b30 error. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A root cause for the burnt cover could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt distal cover and b30 scope communication error. There was no patient involvement.